Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the haptic twisted during implantation. The incision was enlarged when the lens was removed and sutures were needed. It was indicated that there were no other pt injuries. The model and lot numbers of the cartridge and injector were not specified by the facility.